Event description:
A patient reported experience inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 276 mg/dl, 26 mg/dl (both results were from the reported issue notes). Tests were done less than 10 minutes apart with a difference of 147%. The patient's blood glucose results were 201 mg/dl, 21 mg/dl (both results were from same source). Tests were done less than 10 minutes apart with a difference of 144%. Patient did not experience any adverse events. No further information has been reported.